Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr confirmed the customer's reported issue and determined that the leak affects the delivered oxygen flow, affecting calibrations an resulted in delivered fio2 being out of specification. The fsr replaced the blender regulator in order to resolve the issue. The blender output pressure was verified and the device passed the operational verification procedure to manufacturer specifications.

Event description:
The customer reported that the blender on their vela ventilator was leaking. The customer reported that the device still passed all vyaire pre-use testing and was not loud enough to stop a user from setting up the device. The vyaire field service representative later determined that the leak affected the delivered oxygen flow, resulting in the fraction of inspired oxygen (fio2) to be out of specification. The customer confirmed that there was no patient involvement.